Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with insulin pump error. The blood glucose was unknown at the time of the incident. The customer was able to complete pump rewind. Error table indicates the pump should be replaced. Explained pump will need to be replaced. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Pump passed the self test and displacement test. No pump error 15 alarms noted during testing.